Event description:
It was reported during emergency room interrogation that the implantable cardioverter defibrillator exhibited missing electrograms (egms) and error messages. The device will continue to be monitored. There were no patient consequences.